Event description:
It was reported that the pt developed a hematoma post-op. The pt was brought back into the operating room, and the hematoma was drained. The issue was resolved and the pt was released.